Manufacturer narrative:
The device was evaluated onsite by a field service engineer (fse). To resolve the problem, the fse replaced the scope connector due to poor contact of the connector. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" error occurred. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was duplicated. It was determined that b30 was displayed due to contact failure of the scope connector. The communication with an endoscope failed due to corrosion on the electrical contacts inside the socket. The cause of the defect could not be identified. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿b30 scope communication error: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. Wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. The video system center cannot communicate with the endoscope. Stop using the endoscope and contact olympus.¿. Olympus will continue to monitor field performance for this device.